Manufacturer narrative:
There was no patient involved with this event. A manufacturer representative went to the site to test the equipment. It was reported that the system was functioning as designed and successfully passed a system checkout. The reported issue could not be confirmed. The surgeon monitor cable was returned to the manufacturer for analysis. There was no fault found with this component. The reported issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that nothing was displayed on the surgeon monitor screen. Because the facility had another navigation system, the procedure was continued with the use of the other one. There was no delay to the procedure. There was no reported impact on patient outcome.